Event description:
It was reported the pt is experiencing nausea and dizziness when she increases stimulation. An sjm representative met with the pt for programming and reported the pt's nausea has subsided, but she is still experiencing dizziness. The pt is pending follow up with her surgeon.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.